Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("abdominal pain/cramps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods for 8 days"), headache ("headaches"), musculoskeletal pain ("joint pain/muscle pain"), musculoskeletal stiffness ("stiffness on morning"), paraesthesia ("wake-up by needle sting sensation") and insomnia ("insomnia"). The patient was treated with surgery (surgery planned on (B)(6) 2018). At the time of the report, the abdominal pain lower, menorrhagia, headache, musculoskeletal pain, musculoskeletal stiffness, paraesthesia and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, headache, insomnia, menorrhagia, musculoskeletal pain, musculoskeletal stiffness and paraesthesia with essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 06-sep-2018. The most recent information was received on 11-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("abdominal pain / cramps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abundant periods for 8 days"), headache ("headaches"), musculoskeletal pain ("joint pain / muscle pain"), musculoskeletal stiffness ("stiffness on morning"), paraesthesia ("wake-up by needle sting sensation") and insomnia ("insomnia"). The patient was treated with surgery (surgery planned on (B)(6) 2018). At the time of the report, the abdominal pain lower, menorrhagia, headache, musculoskeletal pain, musculoskeletal stiffness, paraesthesia and insomnia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, headache, insomnia, menorrhagia, musculoskeletal pain, musculoskeletal stiffness and paraesthesia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.